Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the dilator not locking in the sheath could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was being placed in the radiology department. During insertion, the clinician experienced an issue with the dilator backing out of the sheath. Additional information states upon a sterile kit being opened they are finding the dilator was not properly seated in the hub of the sheath therefore the dilator easily backs out of the sheath during insertion. The physician indicated this occurred multiple times recently, however, he does not check to make sure the dilator is properly seated prior to advancing the sheath. It is not known how many times this occurred.